Event description:
A remnant of the balloon that was also in use was left behind on the scope after a procedure and went through the high-level disinfecting process. This remnant was not identified to the team because the color of the tip of the scope is the same color as the balloons. It does not appear there are other color options for the balloons at this time. This is a request to consider manufacturing the tip of the scope to be a different color than the only available balloon (off white). The scope also allowed a second balloon to be placed over the original balloon remnant without difficulty.